Event description:
It was reported that: "incident occurred on (B)(6) 2023. The puncture needle was bent at the level of the hub and was pierced because a blood leak was observed during the puncture."

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "incident occurred on 17 february 2023. The puncture needle was bent at the level of the hub and was pierced because a blood leak was observed during the puncture."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified*. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.